Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was returned to b. Braun medical for evaluation. When the device was evaluated, the reported issue was not observed. Technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 6 seconds or 98% of expected accuracy. Device was sent for preventive maintenance. Log review shows on (B)(6)2024 and 10:54pm a primary infusion of 10ml/hr and 200ml (dl: (B)(6)) and at 11:07pm a piggyback infusion start of 150ml/hr and 1.5 hours (dl: (B)(6)). At 11:08pm infusion was stopped then started and at 11:23pm infusion was stopped with a volume infused to 37.8ml with no further infusions taking place that day.

Event description:
As reported by the user facility: (B)(4) infused 1 hour early.